Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provide by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On an unreported date, dianeal therapies were withdrawn. During a call with baxter customer service, the following was reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 1 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Further information was received from a nurse. On an unreported date in (B)(4) 2009 (previously not reported), the patient began pd therapy using dianeal pd4 ambuflex and dianeal pd4 ultrabag (doses, frequencies and lot numbers not reported) ip for esrd (previously reported as pd). The nurse stated that the cause of peritonitis was a break in aseptic technique (onset date not reported). The patient was treated with an unknown antibiotic for peritonitis. On an unknown date in 2012 during the hospitalization, the dianeal was withdrawn, the patient's pd catheter was pulled and the patient was started on hemodialysis for an unreported reason. The patient was not retrained on aseptic technique as the pd therapy was withdrawn. The outcome of this peritonitis is unknown (peritonitis previously reported as recovering). Additional information indicates the cause of this peritonitis event was related to a break in aseptic technique. However,the devices involved in the incident were unknown. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (h12b12023 and h12b16040) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, this incident was determined to be caused by use error - poor aseptic technique. The label review found the labeling adequate for the use error(s) identified in this complaint. The root cause of this report was undetermined.